Event description:
On (B)(6) 2012 customer reported that the access 2 instrument experienced some occurrences of non-reproducible false positive accutni results. The customer provided four examples but did not provide a complete list. Customer stated the non-reproducible false positive accutni results were not reported outside the laboratory due to repeat protocol in place. Customer indicated they have a proactive procedure implemented to verify unexpected results prior to reporting results outside the laboratory thereby preventing potential risk to patient safety. Customer did not provide information indicating an increase in occurrence or an instrument malfunction. Customer did not report any change in patient treatment or diagnosis connected to this event. Customer indicated that the majority of their erroneous results occured when there were only 6-7 tests left in a reagent pack. Customer stated they discarded those packs. Service was not dispatched for this event as the customer declined. Customer stated they are currently satisfied with instrument performance.

Manufacturer narrative:
Device evaluated by manufacturer, no: service declined by customer. Eval summary: customer declined service.